Event description:
The customer reported having low blood glucose of 21mg/dl and the paramedics came to her house. It was stated that the customer's spouse attempted to revive her after two shots of glucagon. The caller stated that she revived after the call was made, but before the paramedics showed up. The customer refused to go to the hospital as well she declined to troubleshoot since she is a diabetic. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.